Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that since they started using the stimulator (ins) device, they have needed to fully charge their implant (ins) 2 to 3 times a day. Pt added that the ins takes too long to charge; during the call, the ins only increased from 0% to 20% after approximately 2 hours of charging. Pt stated that they only ever have a good connection when charging and have never achieved an excellent connection. Pt also mentioned that their stimulation was set at 4 and they were using group b. Agent redirected the pt to their doctor and medtronic representative for further evaluation and assistance.